Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged a few hours after its initial implant. A revision procedure was performed in which the lead was successfully repositioned. The ra lead remains in service. No additional adverse patient effects were reported.